Event description:
During the pm the operation of the navring was checked and found that is was slow and needed to be replaced. Part was replaced.======================manufacturer response for ventilator, respironics (per site reporter).======================they just gave us a part number to replace the part. Much later we found out that there is a voluntary field correction.